Event description:
A 3.0mm diameter x 12mm length length medtronic ave gfx2 stent was inserted into the distal left anterior descending coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal through a previously deployed stent (3 months prior) in the target vessel, the stent dislodged from the stent delivery system balloon. The dislodged stent was snared from the coronary artery, successfully. A previous attempt to cross the target lesion with a medtronic ave gfx2 stent was also unsuccessful in crossing the previously deployed stent, however, that stent was removed successfully and the procedure was abandoned due to the pt becoming symptomatic. The target lesion was treated with another MFR's stent that was 8mm in length. There was no additional clinical sequelae reported relative to the event and there is no further info available from the user facility.